Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having had received multiple inappropriate shocks. The patient's medications were optimized and the s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.